Event description:
It was observed during the device evaluation that the laparoscope, gynecologic, showed black and white dots. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation, the black and white dots were traced to damage on the charged coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.